Event description:
Medtronic received information that this valve was abandoned after implant due to aortic regurgitation. The valve was replaced with a 27 mm of the same model, one size smaller than abandoned valve.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met product specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the valve was not returned to medtronic's quality laboratory for analysis. Conclusion: review of the device history record showed that the valve met all manufacturing specifications when released for distribution. Without return of the valve, no definitive conclusions can be made regarding performance. Should the valve be returned, a follow up report will be filed.